Event description:
Snapfit scalpel which attaches to the instrument came off of instrument when surgeon was robotically bifurcating the uterus. Abdomen was searched robotically and the scalpel was recovered and noted to be bent but intact. Per surgeon, may have been bent from stress and long use with a very large fibroid in uterus.what was the original intended procedure?patient with history of fiboids and endometriosis. Underwent robotic laparoscopic hysterectomy removed with morcellation, bilateral salpingectomy, and appendectomy. Patient had a 16-week size multilobular fibroid uterus with saprophytic connections of her uterus and fibroids to the bowel.device #1is this a laboratory device or laboratory test?no.